Manufacturer narrative:
The event of ¿neither stylet nor wire could forward through the lead.¿ was reported to abbott and confirmed. As received, a complete lead without the stylet or wire was returned in one piece. A stylet could not be fully inserted inside the inner coil lumen due to contrast dye material found inside the inner coil lumen which caused the reported event. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-inspections of the lead did not find any other anomalies.

Event description:
During an initial implant procedure, it was not possible to advance the left ventricular (lv) lead into the guidewire. The lv lead was explanted and replaced to resolve the event. The patient was stable.